Event description:
A user facility reported that a 21 yr old pt regurgitated while an lma was being used during an inguinal hernia repair. When the pt vomited, the anesthesiologist left the lma in place, suctioned, and elevated the head. The lma was removed and the pt was intubated. A bronchoscopy confirmed that the pt did not aspirate. The pt was observed for several hrs in the pacu and then sent home. The rptr inquired about the recommended procedures for managing regurgitation with the lma place. Gensia's safety officer directed the rptr to the section in the lma instruction manual which describes the procedures to be followed in this situation. There was no report of a problem with the product.